Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced ongoing intermittent blood glucose (bg) levels displayed as ¿high¿. However, a specific value was not provided. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue. Tandem technical support did a full pump system check. And confirmed, that pump was functioning as intended.